Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc notifies the user to reprocess according to the oer-5 instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that they had reprocessed olympus jf endoscopes without using the connecting tube model maj-2358 for about a year and a half ago. The connecting tube is supposed be used in conjunction with this reprocessing machine. Reprocessing endoscopes without using the tube may result in insufficient reprocessing. There was no report of patient injury associated with this event.